Event description:
The physician reports that the crystalens was damaged while attempting to inject the iol using a staar surgical lens injector. Intervention was performed intraoperatively to remove the damaged iol, enlarge the original incision, and place sutures. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.